Manufacturer narrative:
Update: b5, d9, h3, h6 device evaluation: follow-up report submitted to document the device evaluation results.

Event description:
No new information.

Manufacturer narrative:
This was reported through medwatch: (B)(4).

Event description:
It was reported that during a knee arthroscopy with meniscectomy surgery, the device would not inflate during a procedure at the user facility. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.